Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. Two egia30avs were received for evaluation. Visual inspection noted the reloads were pre-fired and engaged in interlock, the jaws of the reloads were open, the staples were protruding from the proximal end of the staple cartridge channels and there were visible gaps between I-beams and the sleds while the interlocks were engaged. It was reported that the instrument did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic liver resection, at the time of liver vessels resection, the surgeon was unable to squeeze the handle after pressing the green button; it was stuck. Therefore, the reload did not cut or staple. Another reload was use, but the same issue occurred. A new handle was used with the same 2nd reload to resolve the issue. There was no patient injury.

Manufacturer narrative:
Concomitant product: egiaustnd endogia ultra univ std stap (lot#: p3d0045) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.